Manufacturer narrative:
Reliability analysis not required. Unable to perform insertion test due to sensor returned opened or used with insertion needle not returned.

Event description:
Customer reported that his doctor set the settings in the insulin pump and he feels he is getting more high than low blood glucose. Customer stated that the previous sensor was reading 120 mg/dl but his blood glucose was 40 mg/dl. Customer wondered why pump did not go into low suspend; customer was advised on how the threshold suspend works. Customer stated that he needed assistance on inserting a new sensor; customer was assisted on inserting the sensor with the serter. Customer stated that the sensor was a little twisted into his body but it was flush and the needle hub stayed in serter. Customer stated that the transmitter never blinked green when connected to the sensor. Current blood glucose was 102 mg/dl. Nothing further reported.